Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 267 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 283 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer was able to perform high pressure test. Customer was assisted with troubleshooting and said insulin pump passed with displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test. (B)(4).